Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the sample was returned for evaluation. During a visual inspection of the sample, the rupture was confirmed. However, the root cause could not be identified during microscopic evaluation.

Event description:
It was reported that the reservoir of a small volume infusor had ruptured, during infusion on a patient. The device had been filled with an unknown drug. There was no adverse event in association with this event. Additional information was requested and is not available.